Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one monopty biopsy needle. During visual evaluation, appeared to be clean. The monopty disposable core biopsy instrument was received in its initial position. On functional testing the device was able to prime and fire properly. No sample was obtained in the first functional test. Also, the sample was functionally tested by twisting the rotational knob once and the cannula retracted and locked into place. The rotational knob was turned once more, and the stylet retracted as expected. The device was able to be fully primed with no issues and the arrow was visible in the ready window. Upon firing, the device self-activated. Therefore, the investigation is conformed for the reported failure to obtain sample as the no sample was obtained in the first functional test. Also, the investigation is identified for the self-activation as the firing, the device self-activated. The cannula fired and the stylet did not. A definitive root cause for the alleged failure to obtain sample and self-activation could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to obtain sample. The procedure was completed using another device. There was no reported patient injury.